Manufacturer narrative:
Heartsine's investigation of the device observed a failure of the positive terminal pogo-pin. This would have caused voltage fluctuations and incomplete self tests, as observed in the device memory log. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report an error condition occurring but there was no confirmation of a failure to the critical functionality of the device. However upon investigation of the device a pogo pin failure was observed. This may prevent the device's pad-pak from connecting with the device which may prevent the device powering on. Failure to power on a device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is a correction report to amend section g3. The awareness date has been corrected to 21/03/2022.

Event description:
The distributor contacted heartsine to report an error condition occurring but there was no confirmation of a failure to the critical functionality of the device. However upon investigation of the device a pogo pin failure was observed. This may prevent the device's pad-pak from connecting with the device which may prevent the device powering on. Failure to power on a device may prevent or delay defibrillation. There was no patient involvement reported with this event.